Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information the cause of the reported incomplete coaptation is due to a combination of patient anatomy and the anatomy hindering echocardiogram imaging clarity. The cause of the reported difficult or delayed positioning (anatomy) appears to be due to procedural conditions. The reported medical intervention was a result of case-specific circumstances as mitraclip was implanted to treat the reported incomplete coaptation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report an slda. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and a posterior segment 2 flail for a mitraclip procedure. An xtw was implanted slightly medial on the anterior segment 2 and posterior segment 2 leaflets (a2/p2). There was difficulty verifying posterior leaflet insertion. Both leaflets were caught behind the grippers, and were able to be released with troubleshooting. It was thought that posterior leaflet was over the clip arms, down into clip, and a tissue bridge on the posterior aspect. It was noted that mr was reduced before deployment. The team was certain insertion was achieved. After deployment the posterior leaflet was not attached. A single leaflet device attachment (slda) occurred. The anterior leaflet remained attached. A second xtw was implanted on lateral side for stabilization. The mr was reduced to grade <1. Per the physician, the slda was due to thin friable leaflets and the anatomy hindering echocardiogram imaging clarity. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.